Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: codes: medical device problem code: 3191 appropriate term/code not available for "no readings", "sensor error" or "brief sensor issue".

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the thigh, which is off-label usage of the device on (B)(6) 2024. On (B)(6) 2024, around 12:00 pm, the patient's father found the patient in bed with his eyes open, but he was unable to speak. He was unable to track anyone with his eyes, his mouth was hanging open, and his "left hand and leg were pulled up to his body". The continuous glucose monitor (cgm) was not displaying any readings (for approximately 1-3 hours) and the family did not have a blood glucose (bg) meter to use. The patient was also wearing an insulin pump (brand not specified). Emergency medical service (ems) was called and arrived at 2:30 pm. Once ems arrived, the patient's bg meter reading was 23 mgdl. The patient was treated with intravenous (IV) d50 (dextrose). After treatment the patient regained consciousness. Ems waited until the patient¿s bg meter reading was 100 mgdl before transporting him to the ER. During transport, the patient began to "feel funny" and his bg meter reading dropped back down to 50 mgdl and was treated with more d50. The patient arrived at the hospital around 3:30 pm. He was further treated with ibuprofen for a headache and zofran for vomiting. The patient's bg meter reading increased to 120-140 mgdl and the patient was given lantus (as the patient's insulin pump was suspended) prior to being discharged around 7:30 pm. The patient was still "not feeling well" at the time of report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.